Event description:
It was reported that an roi-c anchoring plate fractured during implantation because the surgeon attempted to place two plates in the same location. When the mistake was realized, the plate was removed. There was no patient impact.

Manufacturer narrative:
If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c anchoring plate fractured during implantation because the surgeon attempted to place two plates in the same location. When the mistake was realized, the plate was removed. There was no patient impact.

Manufacturer narrative:
H3: it was previously reported in error that the device was returned. The device was not returned. Corrections in d9, g1, and h3. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: this event can be attributed to the surgeon attempting to place both plates in the same location. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge medical¿s control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that an roi-c anchoring plate fractured during implantation because the surgeon attempted to place two plates in the same location. When the mistake was realized, the plate was removed. There was no patient impact.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.